Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of manufacture was unknown at the time of filing. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported adjustable pressure limiting valve was broken, affecting the ability to manually ventilate. There was no report of patient involvement.

Manufacturer narrative:
Per additional information received, the broken adjustable pressure limiting valve was not affecting the unit's ability to manually ventilate. This reported fault is therefore not reportable in the USA. Reported complaint does not affect the function of the anesthesia machine. Unit continues to ventilate and alarms remain functional.